Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump experienced a backlight anomaly. The blood glucose reading was 30 mg/dl, which was treated with food. Upon troubleshooting, it was found that the backlight functioned as designed, shutting off after a 30 second timeout. Nothing further reported.